Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. History was downloaded successfully using thump software. However, the long trace history file confirms pump error 15 alarm on (B)(6) 2025 11:13:09:000 pm and pump error 23 on (B)(6) 2025 11:31:11:000 pm due to moisture damage on electronics. The unit p-cap / test reservoir locks in place properly. Unit received with unit was confirmed for pump error 23 alarm and pump error 15 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero) and pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error 23 and the customer was able to clear the error and able to complete rewind process. The pump was not recently stored (placed in storage mode) or without a battery for grater then 8 hours. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for pump error 15 and the customer was able to clear the error and able to complete rewind process. No harm requiring medical intervention was reported. The customer would discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.